Event description:
The pt is a participant in an off-label study protocol. It was reported the pt's lead had high impedance on multiple contacts. The sjm rep tried to reprogram the pt, but was unable to attain stimulation. It was reported the physician ordered x-rays to be performed at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.